Event description:
It was reported that inappropriate shocks were delivered due to right ventricular (rv) lead dislodgement. An x-ray was performed to confirm the dislodgement. The physician explanted the rv lead. The patient condition was stable.